Event description:
Procedure: laparoscopic rectal surgery. Reportedly, after two hours of surgery, the trocar balloon broke. Pieces of the balloon fell into the pt cavity. The pieces were removed without difficulty. No pt injury.